Manufacturer narrative:
This report is being filed as a result of a death caused by a house fire that contained an invacare g5410ivc full electric bed and a sunbeam electric throw. As of the date of this report, the cause of the fire has not been determined. However, initial reports stated that the main focus of the investigation was the electric blanket.

Event description:
Letter received from a law office stating there was a fire at operating room near an invacare bed, (B)(4). The letter also mentions a sunbeam electric heated throw was involved.

Manufacturer narrative:
Invacare received the final evidence exam report on 04/30/2018. The report concludes the invacare bed at the fire scene was not the cause of the subject fire. This is consistent with the site inspection report. Nothing further is expected regarding the investigation of this incident.

Manufacturer narrative:
A joint loss site examination was attended by a third-party consultant on behalf of invacare corp. The examination determined the subject invacare bed, its components or wiring did not fail, malfunction, and were not found to be defective. The subject invacare device did not cause or contribute to the cause of this fire. The cause determination was made based upon the examination of the physical evidence, the fire and burn patterns, witness statements, information provided by the kettering fire department fire investigators, and the (B)(6) fire marshal. The joint laboratory examination has been scheduled and should any additional/differing information become available an update will be filed.